Manufacturer narrative:
The duo headlight 2 bay system - us (90620us) was returned for evaluation: failure analysis: the duo headlight was received in used condition. Evaluation by the depot technician identified that the headlight light was flickering. The power cord and the fan have both been replaced to correct the issues. The duo headlight 2 bay system passed all tests. Root cause analysis: the reported complaint was confirmed. It was determined that the headlight light was flickering due to the fan that was not working. This is most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the duo headlight 2 bay system - us (90620us) works intermittently and gets hot when in use. There was no patient involvement and no surgical delay was reported.

Manufacturer narrative:
Corrected field: h6: (medical device problem code).

Event description:
N/a.